Event description:
A physician reported that a pt was treated on 7/22/97 in the nasolabial folds. During the treatment, the pt experienced pain at the right nasolabial fold that persisted after the treatment. The next day, the pt developed an 1/2 cm erosion at the upper portion of the right nasolabial fold. On 7/25/97, the pt was evaluated and the physician was uncertain if the symptoms were a hypersensitivity or necrosis. The physician prescribed keflex and prednisone. By 7/30/97, the pt reported to the physician that the erosion had healed, but redness at the site persisted.